Event description:
The customer reported that while the iabp was in use on a patient, the iabp ran only for two minutes when they were preparing for a transport. No patient injury was reported.

Manufacturer narrative:
The company representative found one battery leaked and the power supply was not charging. The company representative replaced the batteries (part number 0146-00-0039) and power supply (part number 0146-00-0039) and power supply (part number 0014-00-0033e05). After the repair, the iabp was tested to factory specification. It functioned normally and was returned to the customer. The original batteries and the power supply were sent to (B)(4) for evaluation. The extensive tests on power supply concluded that there was no issue with the power supply. No evaluation was performed on the batteries as the batteries were four and half years old ((B)(4)). It is stated in the cs100 manual to replace batteries as required. Batteries should be replaced after 100 full discharge cycles, at no more than three years intervals. (B)(4).